Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer heard a "squeak" noise while filling the cartridge. After the customer loaded the cartridge the customer's blood glucose (bg) began to elevate to 306-307 mg/dl. Reportedly, the customer changed the cartridge and the customer's bg began to decrease.